Event description:
The customer reported on (B)(6) 2015 at 1:30pm during a lap gastro surgical case, resident surgeons under direct supervision of faculty physician, were using the spring grasper to suspend the liver using a penrose drain. During the retraction with the ratchet handle in the locked position, the whole working element of the grasper snapped off the insert shaft while in use and was free in the patient for approximately 20 mins. The working element tip was removed using the spring grasper and an endopouch. No patient injury reported. No additional information provided.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.